Manufacturer narrative:
Patient declined to return device.

Event description:
The patient had received a knee joint replacement in (B)(6) 2015 and experienced chronic swelling following the surgery. After treatment with compression garments, elevation, and exercise, the swelling persisted. Subsequently a compression therapy pump (the device that is the subject of the MDR) was prescribed and applied. By the third day of treatment with the pump two wounds opened on her knee. She was hospitalized for the infection and the implanted knee joint was removed. A spacer was added with antibiotics and the patient was placed on intravenous antibiotics, provided with a brace and a walker, and is home bound, pending a replacement implanting of a knee joint.